Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a small hex screwdriver shaft/long was found broken after surgery on (B)(6) 2015. It is not known when the tip broke; the tip was found to be broken post-op when the scrub said something about it after the case. During the case, no one in the room said anything about the possibility of anything breaking and there was no indication that anything had broken during images throughout the case. No fragments were seen under x-ray in patient and no piece of the instrument remained in the patient after surgery. The tip was not retrieved. If there were fragments, they must have been on back table or the floor. No other medical intervention was required; the surgery was successfully completed with no delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.